Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-4501 meniscal cinch broke. Surgeon placed the first implant without problem and when placing the second implant it breaks the tip of the device and the black cannula so he had to remove both implants and place a new one. This was discovered during a case and broke inside the joint space.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed based on the customer provided video, which displays the broken tip of the device inside the knee joint. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.